Event description:
It was reported that an ilet user experienced failure to charge the pump despite placing it on the charger for over six hours starting at approximately 22 percent battery, with the charger indicator light solid green and the device not increasing charge, consistent with a battery or charging malfunction of the pump hardware. Symptoms included no adverse clinical effects. Outcomes included no impact to health, as the user confirmed backup therapy availability and continued cgm use. Investigation included user troubleshooting and education regarding shutdown, data sync to the mobile app, return logistics, and replacement device start-up. Investigation of this case revealed a suspected device charging or battery performance issue without associated alerts or alarms. It was concluded, based on previously established findings for similar reports, that the cause was an equipment malfunction related to the charging system or battery.

Manufacturer narrative:
Investigation description. Complaint was confirmed through engineering logs; the device would not charge while on charging pad. The cause for the issue was determined to be the mainboard.